Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2025.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds and failure to capture. The lead was capped and replaced. The patient was in stable condition.